Event description:
It was reported that the patient died. The target lesions were located in the left anterior descending (lad) artery and left circumflex (lcx) artery. Six synergy xd drug eluting stents were implanted, a 2.25mm x 12mm, a 2.75mm x 12mm, a 3.00 x 16mm, a 3.00mm x 38mm, a 3.5mm x 28mm and a 3.5mm x 48mm, with no visible edge dissections. Twenty minutes after arriving in the recovery unit, the patient complained about chest pain and developed st segment elevation. The patient was brought back to the cardiac catheterization laboratory and the stents in both the lad and lcx were thrombosed. Thrombectomy was performed in an attempt to re-open the arteries. The patient coded for sixty minutes and expired.